Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, a patient was undergoing treatment of a right popliteal artery aneurysm with gore® viabahn® endoprostheses. An 8 mm x 15 cm viabahn device was advanced over a v18 control wire through a 7fr. Cook sheath and deployed successfully. Then an 8 mm x 10 mm viabahn device was planned to be deployed as an extension. It was positioned in the target location, and the deployment line was pulled. The device expanded approximately 3 cm when the deployment line broke. An attempt to find the deployment line within the delivery catheter was made by cutting the catheter with a scalpel, however the deployment line could not be found. An attempt to withdraw the device back through the sheath was also made, but the partially deployed device would not go all the way back through. The device and sheath were removed. Vessel damage was seen following removal, so a cut-down procedure was performed with suture repair of the vessel. An unknown volume of blood loss was observed, however there was no need for transfusion. The physician elected not to reattempt extending the treatment zone since the aneurysm was covered adequately. The patient did well following the procedure.

Manufacturer narrative:
The engineering evaluation stated the following: the following observations were made: there was an introducer sheath returned, which was not evaluated as it is not a gore device. There was approximately 2 cm of partially expanded endoprosthesis coming out of introducer sheath. There was tape and graft damage to endoprosthesis near the introducer sheath. There was a loop of deployment line measuring 18 cm with part of it consisting of just 2 deployment line fibers. The end of the deployment line could not be found but appeared to go into the introducer sheath. The deployment line appeared bunched up near the endoprosthesis. The deployment knob was not returned. At 24 cm from the hub, approximately 4 cm of the dual lumen catheter shaft was cut open longitudinally, exposing the deployment line lumen.